Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use after implantation, the epitaxial tube ruptured causing blood leakage. It was noted that there was a leak at the extension tube and bifurcation connection. The clamps moved to a new location after each treatment and the clamp moved periodically. There was no issue with the luer adapter. It was noted that when preparing to extract waste fluid before dialysis and after flushing, a leak was discovered or found. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force used on the device. Tego was not utilized. As a remedial action and intervention/treatment provided as a result of the event, the catheter was replaced with the same product ID at the same day of the event. The treatment/procedure was completed at the facility. There was no blood loss, and no blood transfusion was required. There was no additional intervention provided to the patient aside from replacing the catheter. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use after implantation, the epitaxial tube ruptured causing blood leakage. It was noted that there was a leak at the extension tube and bifurcation connection. The clamps moved to a new location after each treatment and the clamp moved periodically. There was no issue with the luer adapter. It was noted that when preparing to extract waste fluid before dialysis and after flushing, a leak was discovered or found. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force used on the device. Tego was not utilized. As a remedial action and intervention/treatment provided as a result of the event, the catheter was replaced with the same product ID at the same day of the event. There was no blood loss, and no blood transfusion was required. There was no additional intervention provided to the patient aside from replacing the catheter. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the was a hole in the extension tube which led to a leak. It was reported that there was a leak on the extension tube at or near the bifurcate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.